Manufacturer narrative:
Revision to field e3 occupation. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) from 3 months remaining in a span of almost two weeks. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing steadily. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field e3 occupation. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) from 3 months remaining in a span of almost two weeks. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing steadily. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) from 3 months remaining in a span of almost two weeks. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing steadily. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.